Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient was experiencing headaches and strokes. The hcp stated the patient has had strokes before which was why he got the device. The hcp stated they were now checking for another potential stroke. The patient thinks things are getting fuzzy. There was no suspected problem with the device or therapy. Medical history includes chronic low back pain. Additional information from the hcp stated the patient did not follow the hcp to the clinic. If additional information is received, a supplemental report will be submitted.